Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported all keypad buttons were unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, due to moisture damage, the keypad issue was unable to be adequately investigated. It was noted that the pump had no power when booted up. Evaluation revealed a cracked battery compartment and moisture damage was observed inside the battery compartment and internally through the display lens. It was noted that the battery cap was stripped and corroded with moisture damage. The pump failed leak test with a battery compartment leak. The pump was opened and internal moisture damage was confirmed. Review of the pump download history revealed typical usage alarms and warnings.